Manufacturer narrative:
Initial reporter is synthes sales representative. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on an unknown date, during an evaluation in the loaners department the synframe half ring and synframe lengthener were difficult to unscrew. Procedure and patient involvement is unknown. This report is for one (1) synframe half ring. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted. Please note, lot 3174258 indicates component number 50131166 which is part of the device mentioned in complaint. Part: 387.337, lot: 3174258, manufacturing site: haegendorf, release to warehouse date: 03.august 2009. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. No service history review can be performed as part number 03.620.061 with lot number 6581145 is a lot/batch-controlled item. The service history review is unconfirmed. Please launch a DHR review. A product investigation was conducted. Service & repair evaluation: the customer reported the half-ring was difficult to unscrew from the lengthener. The repair technician reported the hex screw and stop screw were binding. Binding is the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired per the inspection sheet, passed synthese final inspection on 15-oct-2018 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Reporter is synthese employee. Device manufacture date device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.